Event description:
It was reported that the spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. Door jammed messages were confirmed through review of the event history log. During the eval, a loose link screw was found and is a known contributor to this message. The screws were replaced.